Manufacturer narrative:
(B)(4). All pertinenet information available to amo has been submitted.

Manufacturer narrative:
The returned lens was inspected at 10x microscope magnification. The lens has surface residuals adhered to both sides of optic body compatible with handling lens in an unsterile environment. Optical measurement results showed that the lens dioper power was within specifications. Review of the manufacturing records was within specifications and no deficiencies were noted. All pertinent information available to amo has been submitted.

Event description:
We received a report from a surgery center regarding a female patient who had an intraocular lens implanted on (B)(6) 2012 and later explanted on (B)(6) 2012 due to the wrong power of lens being implanted. No patient complications were reported.